Manufacturer narrative:
Initial.

Event description:
It was reported that during an attempted cartridge change, insulin leaked from the cartridge while the user performed a full supply change that was later verified as correct, and the user subsequently resumed therapy on the ilet with a reported blood glucose of 146 mg/dl. The reported device problem was a leak involving the reservoir component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed leakage consistent with a seal issue, aligning with a leak/splash device problem associated with the reservoir. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.